Manufacturer narrative:
Corrected data: the initial MDR inadvertently did not indicate that the suspect product had not been received by the manufacturer.

Event description:
It was reported that the patient's lead and generator were explanted. It was noted that the patient's spasms resolved after the vns was disabled.. No further relevant information has been received to date. The explanted products has not been received to date.

Manufacturer narrative:
B5. Describe event or problem, corrected data: the supplemental MDR 1 inadvertently omitted that the generator and lead were received for analysis. D9. Device available for evaluation?, corrected data: the supplemental MDR 1 inadvertently omitted that the generator was received for analysis and date of receipt.

Event description:
The explanted lead and generator were received for analysis. Product analysis was completed on the returned generator. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents can be verified. The generator was monitored for 24 hours in a simulated body temperature environment. The generator provided the intended output current for the entirety of the monitoring period. A comprehensive electrical evaluation showed that the device performed according to functional specifications. No anomalies were identified. Analysis on the explanted lead has not been received to date.

Event description:
Product analysis was completed on the returned lead . No discontinuities were identified within the returned lead portion. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. No further relevant information has been received to date.

Event description:
It was reported that the patient's vns would be explanted due to some problems she was having. It was later reported by the neurologist that the explant was due to esophageal spasms confirmed by a gastroenterologist. The generator was disabled as a result. Upon follow-up, the surgeon's medical assistant reported that the vns was damaging the esophagus but didn't have further information and referred to the neurologist. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.